Event description:
Customer reported that on (B)(6) 2012 reintubation was performed. After the tube was removed the patient developed vocal code paralysis and it required to ventilate the patient. The reporter confirmed that additional information will be provided when it becomes available.